Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula kinked events on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.